Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Event description:
The nurse originally called with a low drain volume alarm that is investigated in a separate report and during that conversation she reported that this patient was in the hospital with peritonitis. The cause of the peritonitis is unknown. It is unknown which products were being used at the time of the peritonitis and therefore the product code is unknown and a 510k number is not listed for this report.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak on coulter lh 750 analyzer. The customer was wearing proper personal protective equipment (ppe). No exposure to skin eyes, open lesions, or mucous membrane was reported. The customer did not seek medical attention.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.